Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. The customer¿s practice as described is not covered by our instructions for use (IFU) hence is considered off label use. Bd technical service provide customer with educational information. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® serum blood collection tubes were giving erroneous results. This was discovered during use. The following information was provided by the initial reporter: material no. 366430, batch no. 9065761. It was reported customer experienced erroneous results. Customer states that the tube are not separating out for prp. Explained that these tubes are not for prp and are off label use. Customer states that on the website it states tubes are for prp.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® serum blood collection tubes were giving erroneous results. This was discovered during use. The following information was provided by the initial reporter: material no. 366430, batch no. 9065761. It was reported customer experienced erroneous results. Customer states that the tube are not separating out for prp. Explained that these tubes are not for prp and are off label use. Customer states that on the website it states tubes are for prp.